Event description:
It was reported that the patient received inappropriate shocks due to noise on the fractured right ventricular (rv) lead. The lead had high impedance which triggered a lead warning. It was also noted on fluoroscopy that the fixation screw appeared like it was not fully extended and the lead was bent at acute angles when placed in the pocket. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.